Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 04/07/2015, belt 08/09/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems removed the lifevest to perform resuscitation efforts. Review of the download data, indicates the patient received three inappropriate treatments in response to oversensing of low amplitude cardiac signal. Per clinical review of the continuous ECG recording, the patient was in asystole with intermittent cardiac activity at 05:10:01 on (B)(6) 2021. The patient received the first inappropriate treatment, which induced vt, at 05:16:18. The patient's rhythm at the time of the treatment was asystole. The patient's post-shock rhythm was vt at 130 bpm. The patient's rhythm transitioned to an idioventricular rhythm at 60 bpm, which degraded to asystole with CPR/motion artifact at 05:17:33. The patient received the second inappropriate treatment at 05:21:03. The patient's rhythm at the time of treatment was asystole. The patient's post-shock rhythm was an idioventricular rhythm at 70 bpm. The patient received the third inappropriate treatment at 05:22:00. The patient's rhythm at the time of the treatment was asystole. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient was in an idioventricular rhythm at 20 bpm at 06:15:10. The device was shutdown at 06:17:05 on (B)(6) 2021.